Event description:
Customer reportedly received results of 194 mg/dl and 84 mg/dl within 10 minutes on the compact plus system. Low blood glucose symptoms were reported with these results. Customer's daughter treated him with an orange and low blood glucose symptoms improved within 15 minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.